Event description:
When the surgeon was using the perforator during a craniotomy the blade perforated the dura, causing a hematoma.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.